Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient had a 3.0 x 15 mm xience implanted in the mid right coronary artery (rca) on (B)(6) 2008. On (B)(6) 2009, the patient returned with focal in-stent restenosis. Treatment was performed with an unspecified balloon at 20 atmospheres with a good final result. The patient was discharged the next day. No additional information was provided.